Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tube was placed, leak was detected and it was determined there was a tear in the cuff itself. Tube was replaced with same style tube and it happened again. Patient had seizure activity and had movement over 3 days, but customer felt the cuff should not have had microtears or become detached from tube. Patient bit pilot balloon and extubated himself.